Event description:
It was reported the pt (B)(6) is unable to establish communication with the ipg via the programmer. The pt reportedly has not recharged the ipg in at least two months. Efforts to resolve this matter with use of a different programmer proved unsuccessful. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.